Event description:
It was reported that the customer was hospitalized for hyperglycemia. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the occlusion test. The customer states that there was no insulin exiting while running the leadscrew test. It was indicated that the customer and md want the pump replaced.